Event description:
This is a report received by baxter (B)(4) that an infusor lv10 was missing a fill port cap. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4).device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of detached fill port cap was confirmed. The root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. This device is a single use device and will be discarded. A follow up report will be submitted if additional information becomes available.